Event description:
Reporter indicated that patient had experienced an increase in swallowing problems since vns implant. It was reported that the patient had had swallowing problems pre-vns. It was also reported that since implant, the patient has developed aspiration pneumonia and was treated with antibiotics at home. Further follow up revealed that since vns implant, the patient has had three episodes of pneumonia in a row, each with hospitalization and IV antibiotics. The patient is scheduled to have a swallowing study and milk scan by gi. The family turns off the vns stimulator when the patient eats or drinks. Two attempts have been made to obtain additional information and patient current status with no response to date (1 via email to physician, 1 via letter to physician).